Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose over 600 mg/dl. When the customer went to change the infusion set, it was noted that the cannula had not penetrated his skin. Customer was experiencing the symptom of nausea. It was suggested the customer call healthcare provider or seek medical attention. Customer stated he would call back if high blood glucose were to persist.